Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05394. It was reported patient experienced ineffective coverage of relief from the implanted time and diagnostic indicated that one lead had high impedances. As such surgical intervention took place wherein both the leads were explanted and replaced with new ones. Reportedly effective therapy was restored.